Event description:
As reported, during a laparoscopic inguinal hernia repair procedure (tapp), a capsure device was used to fixate the 3dmax light mesh. It was reported that when the fastener did not eject during tissue fixation, surgeon re-gripped the handle, and two consecutive fasteners ejected. As reported, the mesh tore while removing the fastener that was caught in the mesh. Another mesh and fixation device were opened to complete the case. There was no patient injury.

Manufacturer narrative:
As reported, the 3dmax light mesh tore during implant when removing a fastener that got caught in the mesh during attempted fixation. Based on the information reported there was no malfunction with the mesh, the issue occurred due to forces applied while removing the fastener that was reported to have been caught in the mesh. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. This emdr represents the 3dmax light mesh (device #2). An additional emdr was submitted to represent the capsure (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.